Event description:
In this event it was reported that while a doctor was using a x-tip, a pt "flinched" and the needle broke approximately 2mm into the pt's bone. The pt consulted with an oral surgeon who prescribed antibiotics, but did not remove the separated piece because he felt there would be no adverse effect to the pt.

Manufacturer narrative:
Rapid injection of the anesthetic can cause pain or discomfort to the pt. Pain is subjective, therefore, everyone responds differently to pain. Sudden movement during needle injection could result in pressure on the needle, which can result in separation. Therefore, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.